Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the device would not hold a charge. There was no indication the device was in use on a patient at the time the issue was observed.